Manufacturer narrative:
The device was returned for investigation. The device was inspected and no non-conformities were identified. It was noted that the manta device was deployed by an untrained fellow. The us IFU lists in the precautions section that the manta device should only be used by a licensed physician or healthcare provider trained in the use of this device. The manta device was deployed with an excessive amount of tension causing the suture to break. The IFU was reviewed and confirmed to have a warning in the deployment steps to not pull past green to avoid improper tension. The document history record was reviewed and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The us IFU lists access site complications leading to bleeding possibly requiring surgical repair as a possible side effect. Further investigation into risk documentation, angiogram review, and device history record will be completed. An investigation has been opened and remains in process to review the returned device delivery system, risk documentation, and case imaging.

Event description:
An evar was performed on a female patient on (B)(6) 2019. Two mantas (14f on access site and 18f on contralateral side) were deployed for closure. It was reported that "inappropriate tension" was held on the 14f manta vascular closure device which (resulted in breaking of the suture and dislodgement of the anchor, collagen, and radiopaque lock. It was reported that the collagen was "found outside of the access site (out of body)" and the lock was seen 1cm outside of the vessel. An ultrasound was performed on the extremity to review for stenosis and possible embolization of the manta anchor. It was reported the extremity had pulsatile flow distal to the access site and was clear of the anchor. A surgical cut down was performed to close the access site. The physician felt at that point that the anchor was dislodged from the patient with the collagen. Additional communication confirmed that the anchor was never located. The patient was said to be "fine" following the procedure.